Manufacturer narrative:
The product was not returned. However, based on the event description, the cause of the complaint appears to have been due to the pads being placed incorrectly. The customer has been sent a copy of the thermopad IFU with body atlas drawings for correct pad placement.

Event description:
CT ablation-rfa-liver was performed on patient. Prior to procedure, patient was prepped according to procedure protocol. Pads were placed on patient's thighs vertically just above each knee. The patient's legs were then wrapped individually when sheets from pelvic area to lower legs. Doctor performed the procedure in normal fashion. Once the procedure was complete, the pads were removed from the patient's legs and the technologist noticed that the patient's legs were red and were very warm to the touch. The patient was transferred to the recovery room. Some time later doctor was alerted by the recovery room staff to evaluate the condition of the patient's legs and groin area. Blisters developed bilaterally and medication for the burns was applied.